Manufacturer narrative:
Additional narrative: examination of the provided x-ray image confirms the tip of the impactor remained in the patient post primary surgery. In this, and previous investigations, including evaluation by a depuy material scientist in january 2017 has determined that use error is the most likely root cause. No material or manufacturing defects were observed that could have contributed to fracture initiation and/or propagation to failure. Previously to alleviate this failure eco (B)(4) was approved and completed on (B)(4) 2010, which includes improvements to bolster the durability of this instrument. Health hazard evaluations (B)(4) in (B)(4) 2009 and (B)(4) in (B)(4) 2011 were held to determine the risk involved with the tip of a modular stem inserter breaking off during surgery and concluded that no field action was required. There have been failures reported involving the improved design, an additional preliminary risk assessment, (B)(4) was initiated in (B)(4) 2013 and (B)(4) in (B)(4) 2015. The preliminary risk assessments concluded there was no additional or new patient harm associated with the devices. Additional corrective action is not indicated at this time. Continue to monitor through post market surveillance (B)(4). Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Inserter broke, one week later fragments of the inserter were found on the shoulder side of the stem -through the x-ray

Manufacturer narrative:
(B)(4). This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.